Manufacturer narrative:
B4:08sep2021. The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called into technical support (ts) reporting that the device is displaying pressure sensor auto zero failed when powering on the unit. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem.